Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue, and the root cause was determined to likely be within the scope of as-sca-23-0001. The returned product was a 20g x 3/4" w/y-site miniloc infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the product cracked while being placed on patient. Additional information received 03/02/2024: it was reported, "employee clamped the port-a-cath needle, cleaned the y site luer lock and then flushed the port-a-cath. Employee then conducted push pull method to remove waste and then obtained blood sample. Employee then cleaned the y site and attempted to flush the y site luer lock which employee discovered was leaking from the y site and luer lock. Employee attempted to replace the luer lock with another item with the same issue. Upon further investigation employee noticed that the y site thread was cracked. Employee informed patient that the port-a-cath needle would need to be removed and a new port-a-cath needle would need to be inserted." It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that the product cracked while being placed on patient. Additional information received 03/02/2024: it was reported, "employee clamped the port-a-cath needle, cleaned the y site luer lock and then flushed the port-a-cath. Employee then conducted push pull method to remove waste and then obtained blood sample. Employee then cleaned the y site and attempted to flush the y site luer lock which employee discovered was leaking from the y site and luer lock. Employee attempted to replace the luer lock with another item with the same issue. Upon further investigation employee noticed that the y site thread was cracked. Employee informed patient that the port-a-cath needle would need to be removed and a new port-a-cath needle would need to be inserted." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.